Event description:
The patient's daughter reported that the patient had a heart episode on friday, and on sunday the data from the device was cleared when the patient was in the hospital and being checked by a company representative. No printout of the data could be found, and the hospital and cardiologist also had no records. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).